Event description:
This (B)(6) female presented to have an implantable groshong port placement (per oncologist request). She has metastatic alveolar soft tissue sarcoma and needed the port of chemotherapy. This groshong was a special order for the surgical dept as they did not stock the groshong implantable ports. The surgeon implanted the port and the stylet was not removed. The surgeon did not know that a stylet was in the catheter as it was not visible and all other groshongs do not have stylets. One year later the stylet was noted during a CT in the renal vein. An interventional radiology procedure was done to remove the stylet on (B)(6) 2018.